Event description:
"Septic knees". Initial info was received on 4/2001 from a consumer's family member who reported that pt had received synvisc injections into bilateral knees in 2001 and experienced "septic knees". The following month, the pt presented to the emergency room complaining that they "couldn't walk". However, pt was not admitted to the hosp. 3 days later, the pt was seen by their family physician with the same complaint. The physician withdrew "a couple cups" of creamy, yellow fluid (knee(s) unspecified). The pt was admitted to the hosp where they were treated with intravenous (IV) vancomycin (vancomycin hyrochloride) for one week, followed by two weeks "at home". At an unspecified time, the pt developed hives and the vancomycin hydrochloride was discontinued. The pt was prescribed a different antibiotic (name unspecified) for one day, and then it was discontinued. In 2001, it was reported the pt had been off medication for about two weeks, and pt again complained of trouble walking. An infectious disease dr was consulted. The pt's clinical outcome is unknown. In 2001: IV vancomycin hydrochloride.